Manufacturer narrative:
The device has been returned for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Leaking along the catheter just inside the skin 1-2 cm. PICC inserted to 13 cm marker, leaking reported at 12.5cm marker.

Manufacturer narrative:
The complaint was forwarded to our parent company in (B)(6) for their evaluation. One sample had been returned for examination which had been shortened distal at the 1 cm marking. The catheter could not be flushed over the orange hub because of severe occlusions. When flushing the catheter over the green hub it was leaking between the 17 and 18 cm marking. During microscopic examination typical signs of two pressure bursts became visible at that point. It is important to follow the product's IFU: "do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 (B)(4))." "Caution: do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand held syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones." "If the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to locked the catheter according to your hospital protocol." A review of supplier's manufacturing records did not show any deviations during production. This is the third complaint for batch 6474864 and the second for 8001914. Regarding a catheter leakage this is the 9th complaint for (B)(4). No corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Leaking along the catheter just inside the skin 1-2 cm. PICC inserted to 13 cm marker, leaking reported at 12.5cm marker.